Event description:
During a percutaneous catheter myocardial ablation procedure for atrial fibrillation in the left atrium, a faradrive steerable sheath clear was selected for use. Upon the first insertion of the farawave catheter, continuous air ingress was observed. Air was noted inside the sheath when the dilator was removed, and the presence of air persisted even after aspiration attempts. The device was replaced, and the procedure was successfully completed using another faradrive sheath. No patient complications occurred.